Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed a step during testing. The device was recalibrated to address the issue.

Manufacturer narrative:
It was initially reported, the device failed a step during testing. The device was recalibrated to address the issue. During the evaluation of the device, a "service required" code was also found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.